Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in two pieces with all four tines were found to be intact and undamaged. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right atrial lead. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences.